Manufacturer narrative:
Device passed the displacement test and self test. No display anomalies noted during testing. Missing segments/partial display not confirmed. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that the middle of the screen the display was kinda turning on and off like some of the segments was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.